Manufacturer narrative:
Pending product investigation.

Event description:
On (B)(6) 2017, the patient underwent a tka on his right knee and was implanted with an optetrak tka system at (B)(6) hospital. The patient's optetrak tka system subsequently failed on (B)(6) 2020 - approximately 3 years after his knee replacement. Beginning in (B)(6) 2020, plaintiff has suffered symptoms associated with the premature failure of his entire right knee joint replacement system, including grinding, swelling, instability and severe pain. As a result, the patient's treating physician indicated him for an additional surgery to remove the implant and replace it with another joint replacement system. The revision surgery is set for (B)(6) 2022.

Manufacturer narrative:
H3: based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of premature failure of his entire right knee joint replacement, to include instability cannot be conclusively determined, it may be related to patient conditions. There is no information if the revision occurred.